Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the keypad was not responding not allowing customer to program insulin pump. Customer states that while at healthcare professional's office, a medtronic rep was there and advised that insulin pump was no longer working. Customer did not recall receiving an alarm. Customer's blood glucose was unknown. Customer does not know what caused anomaly. Customer was advised to call back when able to get insulin pump information in order to replace pump.